Event description:
The patient was undergoing a thrombectomy procedure in the portal vein with transhepatic access using an indigo system separator d (sepd) and an indigo system aspiration catheter 7 d (cat7 d). During the procedure, in the last pass, the physician noticed under fluoroscopy that the distal end of the sepd broke off in the patient. Therefore, the physician used a microsnare and removed the broken end of the sepd. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.